Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) checked the device on site and confirmed that system not booting up correctly. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found system not booting up correctly due to connections in the host pc. To resolve the issue, fse reseated all connections in the host pc. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was not booting up correctly. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.